Manufacturer narrative:
The customer was provided replacement part information via phone call with the philips response center and the device was repaired by a third party.

Event description:
The customer reported the device ibp (invasive blood pressure) was not passing during opcheck. There was no patient involvement.